Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
On march 31st, 2022, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer received multiple low power alerts. During pump evaluation, it was confirmed pump charged and functioned as intended. H6: add 2892.